Event description:
It was reported after inserting the sheath into the pt, the physician noticed blood leaking from the hemostasis valve. The sheath was removed and exchanged for another. The procedure was completed with no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a f/u report will be submitted. Date report submitted to FDA by MFR: (B)(6) 2010. Date the initial rptr provided the info to the MFR: (B)(6) 2010.